Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump¿s keypad was becoming unresponsive. The up arrow button had to be pressed a few times before it would register the action. The device was not dropped or bumped heavily. The device was not exposed to moisture. The customer¿s blood glucose during the incident was 6.1 mmol/l. The insulin pump will be returned for analysis.

Manufacturer narrative:
Arrow buttons did not respond due to moisture damage on keypad traces.